Event description:
Pt required intubation in the e.r. Three 7.0 et tubes were pulled from the crash cart. All three tubes were missing the collar piece and could not be attached to the ambu-bag for resuscitation. Resusitation efforts were delayed.